Event description:
The reporter's spouse did meter to hcp comparison tests, an hour apart. The spouse's meter reading was 127 mg/dl, and the dr's meter (type unknown) read 228 mg/dl. The spouse did not have any symptoms. Control solution testing was not done due to unavailablity of supplies. On followup, the reporter's spouse had correct testing technique. The reporter stated that the spouse had never cleaned the meter; the cleaning procedure was reviewed with the reporter. No harm was alleged.